Event description:
Provider states that even though the power light is green the machine will not engage.

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.